Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory affairs reported that a patient experienced "encapsulation (g3 left)". The device has been explanted.